Event description:
Had 2 et meters that were giving the wrong readings. The results ere in the 500's, so she called her doctor office and the nurse told her to purchase a new meter. She purchased a new meter/strips and she still was getting readings in the 500's, but also in her normal range 112-115. The older meter she had purchased was thrown away and no longer has it to return. She requested a new meter, strips, and control solution and will return her current meter once the new one arrives.